Event description:
Customer reports that his meter was not calibrated properly and reports being in a store and experiencing dizziness, nausea and fainting. The customer also reports being diagnosed with diabetic ketoacidosis, but states he was not seen by a health care facility. He does report being treated with insulin. No further information is reported. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
A replacement product has been sent to the customer.